Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera, chelonae and gordonae. There is no known patient involvement.

Event description:
See initial.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device was cleaned regularly per instruction for use and is placed inside the operation room during use, with the fan of the device positioned away from the field with an estimated distance between the surgery field and the device of two meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.